Manufacturer narrative:
Handpiece clogged. Correction: h4: manufacturing date: the manufacturing site reported, that the manufacturing date for the device is february 24, 2021. Section d9: device available for evaluation? Yes; returned to manufacturer? Yes; returned to manufacturer date: 5/26/2021. Section h3: device evaluated by manufacturer? Yes. Section h6: coding: type of investigation: 10, 3331; investigation findings: 180; investigation conclusions: 4315. The handpiece was received, autoclaved and evaluated. No abnormalities were observed, during the visual inspection. A possible occlusion was observed, within transducer horn. Based on the information, a product malfunction and product deficiency was confirmed. Per attached DHR summary page provided, all devices meet material assembly, and performance specifications at the time of product release. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco tip was clogged. A description from the surgery center indicated during the phaco procedure, a 501 and 601 vacuum error displayed and frequent clogs. The procedure was completed, and no patient injury reported. Through follow up, the surgery center has 8 phaco handpieces that were in use at the time of the event and that the clogging during the procedure only occurred 3 or 4 times, however unable to determine which specific handpiece had the clog during surgery. As a proactive measure, all handpieces will be reported and returned for evaluation. This is 1 of 8 reports.